Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the single use distal cover fell off from the evis exera iii duodenovideoscope during withdrawal of the scope at the end of an endoscopic retrograde cholangiopancreatography (ercp). The distal cover was not retrieved, and the patient was reportedly informed by the customer that the distal cover will pass. The ercp was technically difficult due to ampullary stenosis and haraldsson type 4 major papilla, but no maneuvers that could have been disrupting to the cap were done. The distal cap was also checked before use. There were no reports of patient harm. This event is reported under the following patient identifiers: b)(6) single use distal cover. (B)(6) evis exera iii duodenovideoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow up from the customer and an correction to the initial (e1, e2, and e3). The customer confirmed no anti-fog agent was used on the scope lens and boson scientific endoglide water soluble lubrication was applied. After attaching the distal cover to the scope, the user did confirm that the cover was not damaged. The user did attach the distal cover to the scope and then pull or twist the cover to make sure it does not come off. The customer also believes the distal cover was pushed firmly until the hook shown in the attached image of the distal ring were fully visible within the distal cover opening. Reconfirmation of complaint event: since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. Operation confirmation: olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) type test": when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." Supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the phenomenon is likely due to the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "see attachment procedure and warning column in 7.3. "Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.